Manufacturer narrative:
Follow-up # 1 date of submission 09/09/2016 - device evaluation: the pump has been returned and evaluated by product analysis on 8/15/2016 with the following findings: during investigation, the pump powered on with a dim, fading and discolored display. Unrelated to the complaint, a visual inspection showed that the battery compartment was cracked. Also unrelated to the complaint, the investigation revealed that the audio bolus button cover was damaged and punctured. The audio bolus button responded appropriately during testing.

Manufacturer narrative:
Follow up # 2 date of submission 9/13/2016 ¿ correction: the serial number for this pump is (B)(4).

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a display (dim/fading/color spectrum) issue. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue may impact the user's ability to read some or all of the information on the screen which may result in over or under delivery.